Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/not provided, information was asked but it was not provided. Date of event: unknown, not provided, but the best estimate date is during post-op exam, between mar 11, 2022 and mar 25, 2022. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye as the patient kept complaining about poor vision and photic phenomena. A replacement lens of the same model, but lower diopter was used. The patient has fully recovered. There were no other medical interventions performed. The lens is not available for return as it was lost by the hospital. No further information was provided.